Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to an infection. No additional adverse patient effects were reported. The system has not returned.